Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. In addition, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon the provided information, it appears that the concentration of oxygen was at such a level that upon activation of the apc, a combustion/fire occurred. The potential of this complication is well documented in published literature and is widely known in the medical community. Additionally, there are warnings regarding this type of issue in the apc 2 user manual (note: oxygen must not be at a combustible level when applying argon plasma coagulation.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(6) and an apc probe was involved in a patient incident. No information was provided regarding any other accessory used or the equipment settings. Per the account, "apc was being utilized in a bronchoscopy, fio2 was not turned down, airway fire was reported, patient was lavaged and re intubated." There was no report of any user or patient injury.